Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 1065149.

Event description:
It was reported that patients spinal cord stimulator caused damage to patients heart. The patient underwent a spinal cord stimulator explant procedure where all devices were removed. No further information has been obtained despite good faith efforts.